Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock was carrying a fridge. The patient was brought back in for review, which noted t-wave oversensing and changes in amplitude morphology measurements contributing to the delivered of inappropriate therapy. Testing of the system was able to reproduce noise. X-ray imaging did not show a fracture or dislodgement of the electrode; however, it was noted to be located close to the pectoral muscle. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.